Event description:
Bvi became aware of an incident on (B)(6) 2012 of complaint (B)(4). The complaint stated verbatim, "the doctor was performing a left knee arthroscopic meniscestomy debridement, the blade broke off into the bone and the blade was unreturnable. The doctor was not able to recover the blade however, there will be no harm to the pt. The customer bought the product directly form bd before the acquisition." A review of our manufacturing records indicated that lot 3018745 was manufactured on (B)(6) 2010 by bvi. Bvi acquired bd on (B)(6) 2010. A voice message was left with the customer contact to attempt to gather more information to help with the investigation. No contact was made at the time of this report. Information and investigation is ongoing and a follow-up will be provided on or about (B)(6) 2012.